Event description:
The customer reported the long clip was successfully attached to the single use reloadable clip applicator, passed through the working channel, and opened during hemostasis in a therapeutic procedure. When trying to close the clip, the clip did not detach from the clip applicator. The inside wire of the clip applicator broke from the handle, got loose and did not release the clip. The problem was noted to be the clip. There was a small delay to switch to a clip from another manufacturer to complete the procedure and solve some bleeding. There was no reported patient harm or impact due to this event. Related patient identifiers are (B)(6).

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was manufactured in august 2022, but the specific date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the event (the clip did not come off the fixture) was caused by the operation wire coming out from the caulking part, which caused the clip to not come off the fixture. The disconnection of the operating wire occurred due to the following mechanism: due to some influence during clipping, the amount of operating force increased. An excessive tensile load was applied to the operating wire due to the increased operating force. The operation wire came out from the caulking part due to the load exceeding the resistance. However, since the device was not inspected, the exact cause could not be determined. The event can be prevented by following the instructions for use which state: "do not apply excessive bending, pulling or pressure to this product. It may lead to equipment damage or functional deterioration. Do not round the insertion tube smaller than 20 cm in diameter. The insertion tube may be damaged. Do not use excessive force to operate each part. It may lead to damage of rotating clip device and clip.". Olympus will continue to monitor field performance for this device.